Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a low voltage hazard event on (B)(6) 2021 while using the mobile power unit (mpu) as well as a brief loss of power to the mpu. The pump power and pulsatility were stable throughout the log.

Event description:
It was reported that that the patient was unsure if the power cord came loose at the wall outlet and that the patient did not recall an environmental circumstance that may have affected ac power. The mobile power unit (mpu) was noted to have a v-lock connector.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via log file analysis. The heartmate mobile power unit was not returned for analysis; however, a log file was submitted for review spanning approximately 36 days (04apr2021 ¿ 10may2021 per timestamp). On 30apr2021 at 08:42:35 there was an atypical no external power alarm due to a loss of ac power while connected to the mpu, with the bus and rsoc voltages decreasing to 11.4v and 2.7v respectively. This alarm cleared when ac power was restored and the backup battery provided power during this event. There were no other notable alarms in the log file. Pump operation was not affected. The root cause of the reported no external power alarm was unable to be conclusively determined in this analysis. The device history records were unable to be reviewed due to the serial number of the mpu being unavailable. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.